Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set; medical device type: fpa; medical device expiration date: unknown; device manufacture date: unknown; a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the customer stated there was a "presence of blood droplets after activation of the safety system after taking a blood test, when the butterfly is placed in safety, drops of blood are evacuated (blood on the finger). Customer feels it comes from the opening on the side (near the push button to put the safety.)"

Event description:
It was reported with the use of the bd vacutainer® safety-lok¿ blood collection set there was blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the customer stated there was a "presence of blood droplets after activation of the safety system after taking a blood test, when the butterfly is placed in safety, drops of blood are evacuated (blood on the finger). Customer feels it comes from the opening on the side (near the push button to put the safety."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. A DHR review could not be performed as the lot number provided is invalid. H3 other text : see h.10.